Manufacturer narrative:
One ep-workmate computer was received for evaluation. The computer was powered on, however, the error message ¿dimm1 on cpu 1 experienced an error during training (code 3016)¿ was displayed. The second processor was temporarily removed, and the system booted normally with no error message. The reported complaint of no display was confirmed. The reported field event was consistent with abnormal functionality of the central processing unit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Following discharge, the patient returned two days later, was tested and determined to be at high risk for sudden cardiac death due to ventricular tachycardia. The physician implanted an ICD and the patient was discharged.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event were requested but not received.

Event description:
During a procedure, there were no images displayed on the claris system. The patient was prepped and the procedure could not be continued. The power sources were checked and the system was power cycled with no resolution. There was no activity on the claris cpu, only a steady blue light.